Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The treatment was not reported. The patient was recovering from the peritonitis. During an attempt to follow up, the nurse declined to provide any additional information regarding the event.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. A review of all batch record documents was performed for potentially associated lot number(s) h13f07023 and h13c27044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.